Manufacturer narrative:
(B)(4). Ts reviewed electrogram printouts which identified two instances of pacing inhibition greater than two seconds. The patient was not symptomatic during this episode. Ts felt that the noise on the rv channel looked suspiciously like electromechanical interference (80-100 ms interval pattern). The noise did stop and start at the same time on both channels; however, the noise on the atrial channel was more "noise-like" and random. Ts recommended continued monitoring of the ra lead and determine if the patient was in close proximity of any electronic devices at the time of the episode. Boston scientific received information from the local representative that no invasive intervention is planned on the ra and rv leads. The performance of the system is being evaluated through the patient's monitoring system. The patient is scheduled to have the device sensitivity setting reprogrammed (less sensitive setting) at the next scheduled in-clinic device check. The device's automatic gain control is being used cover up most of the noise on the ra channel and prevent unnecessary atrial mode switches. Because the patient is dependent, the local representative did recommend decreasing the ventricular sensitivity to prevent any oversensing in the presence of emi.

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts) in (B)(6) 2015. The patient's medical history was significant for a device replacement procedure in (B)(6) 2015. Currently, the device and chronic right atrial (ra) lead was exhibiting atrial tachycardia responses (atrs) associated electrogram noise on the ra intracardiac channel. The ra pacing impedance has been stable and within normal range during patient isometrics. However, electrogram noise was reproduced during patient isometrics. Ts discussed the possibility of an insulation or connection issue. If an invasive procedure is performed, the physician could perform a tug test on the ra lead to determine if a loose connection existed. There were no adverse events reported from the patient. Boston scientific received information from the local representative that the atrial sensitivity was decreased from fixed 0.75 to agc 1.0. If inappropriate mode switching reoccurs, the duration and entry count for the mode switch will be increased. No invasive intervention is planned since there are no adverse patient effects. Boston scientific received information that this local representative contacted boston scientific ts again in (B)(6) 2015. The local representative reported that this patient's device system history has been significant for electrogram noise on the ra channel which is now reproducible with arm raising. The ra pacing impedance and sensing has been within normal range. A review of the arrhythmia logbook identified an episode that was labeled as ventricular tachycardia (vt) associated with electrogram noise. The noise on the right ventricular (rv) channel was coincidental on the ra channel. The local representative discussed no changes to the ra agc as the noise was not being oversensed.